Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 11 years and 1 month post implantation the lens was explanted due to opacification. Attempts have been made to obtain add'l info however no new info has been received.